Manufacturer narrative:
"Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: two photos were received. One photo showed a picture of a 3ml syringe (p/n 301073) and one photo of a materials list from alcon. The photo containing the syringe was visually evaluated. A 3ml syringe with customer attached needle was shown with the plunger exercised approximately one third of the way up the barrel. The syringe did not appear to have any scale markings present. Potential root cause for the missing print defect is associated with the marking process. It was likely that an ink flow issue prevented the proper amount of ink from being transferred to the barrel. The defect was detected prior to batch numbers (B)(4) leaving the facility and product re-qualified per applicable acceptable quality limit. It is possible that not all defects were contained as part of the re-qualification activities and a limited number with this condition were not detected. No corrective actions are necessary based on the defective rate identified. Batch numbers (B)(4) are considered in compliance with our product specification requirements. "

Event description:
It was reported that 3 syringe 3ml ll bns had scale marking issues. The following was reported by the initial reporter: "the customer reported 3 syringes with the defect, so it¿s unclear if they all came from one bd lot, or a combination of bd lots- we just know that based on the alcon lot, it is associated with those three bd lots. "